Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149088.

Event description:
It was reported that the patient presented in clinic due to an infection on the lead. The physician elected to cap the lead. The patient condition was unknown.